Event description:
A nurse reported that the pump was set to infuse 470 ml of a solution at a rate of 75 ml/hr. When the infusion was cleared at the end of delivery, the pump's "total infused" read 1400 ml. No pt injury was reported.